Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed increased impedance measurement on the left ventricular (lv) lead. The patient was brought into the clinic and patient's lv lead was found to reproduce the high impedance and an intermittent loss of capture with isometric testing. The clinic will continue to monitor the patient and no intervention was performed. The patient was stable.